Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead had fractured, and it was suspected that the lead may have undergone additional stresses due to its submuscular placement. As a result, there were high out-of-range pace impedance measurements greater than 2,500 ohms and high out-of-range shock impedance measurements greater than 200 ohms. Rv and shock impedance trends were characterized by consistently high measurements. This rv lead also oversensed noise which resulted in the delivery of inappropriate anti-tachycardia pacing (atp) therapy. No pacing inhibition was reported and the patient was not pacer dependent. This dual chamber implantable cardioverter defibrillator (ICD) was explanted, and the rv and right atrial (ra) leads were surgically abandoned. A venogram had revealed the patient was occluded on the left side, and the physician chose to implant the new single chamber ICD and new rv lead on the right side. No additional adverse patient effects were reported. This ICD will be returned for analysis.